Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of transmission, it was observed the patient's implantable cardioverter defibrillator was oversensing far p-waves on the ventricular channel. No intervention was performed. The patient was stable.